Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
"While utilizing the hoyte tips the customer made a hole in the bladder. Dr. (B)(6) claims the hole was a "direct result" of the tip not appropriately filling out the tissue so he could safely separate the bladder. He tried both the small and large tips. He also stated the patients bladder and tissue was challenging, not just the failure of the tip to fill the space." Ref (B)(4).